Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion for severe radiculopathy and spondylolisthesis using a minimal access surgical technique (mast). Sometime post-op, the patient fell and hit their back. The patient experienced back pain following the fall and was seen by a physician. CT and MRI scans revealed three screws were broken. The patient underwent hardware revision surgery. The screws were explanted and replaced. No device fragments remain in the patient. The patient continues to have back pain and right leg pain.

Manufacturer narrative:
(B)(4). Applicable imaging films were returned to the manufacturer for evaluation. Films show fracture of l5, s1 screws requiring a revision with iliac screws and spanning of broken screw to l4. Screw shafts were left in place at l5 and s1. A review of the device history records is not possible without additional device information.